Event description:
In late 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is reverting to setup mode. This complaint is classified according to the documentation of the customer care advocate. The patient claimed that the "meter reverting to setup mode" issue first occurred two days prior at 10am. At 10:30, the patient reportedly administered self-treatment with food/beverage. Approximately 1 day after the onset of the reported issue, the patient reportedly developed symptoms described as "fainting spell, sweating, and lightheaded." It is not known if the patient obtained any medical treatment at the time of concern. Ten days prior to original date, the patient obtained a blood glucose reading of "75 mg/dl" on another device. During troubleshooting, the reported issue was not resolved with training. This complaint is being reported because the patient claimed she had symptoms that were suggestive of hypoglycemia one day after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.